Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Upon interrogation, the pacemaker exhibited backup vvi behavior. A device download was performed successfully. The device was returned to normal function.